Event description:
It was reported that the system monitor was dropped and the display was damaged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system monitor was able to be confirmed. The system monitor was returned for analysis to the service depot and was evaluated and tested. The system monitor was opened, and damaged sockets and monitor brackets, and damage to the dc-ac inverter printed circuit board (pcb) were observed. The unit was unable to be repaired due to parts shortage. The unit was returned to the customer side with a ¿not for human use¿ label. No further testing was conducted. The root cause of the reported event was stated to have been due to the monitor being dropped. The device history records were reviewed for the system monitor and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heart mate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heart mate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.